Event description:
It was reported that the user experienced elevated blood glucose throughout the day while using the ilet, and during troubleshooting the caregiver observed blood on the cannula of the infusion set; the caregiver replaced the infusion set and insulin delivery was resumed, after which the pump began lowering glucose. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after infusion set change. Investigation included product support troubleshooting and user education regarding infusion set replacement. Investigation of this case revealed evidence of a compromised infusion site or cannula with bleeding, which is consistent with disrupted insulin delivery leading to hyperglycemia, followed by recovery once the infusion set was replaced. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.